Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5090509 that a (B)(6) caucasian female patient underwent primary breast augmentation with 250cc mentor smooth round moderate profile on both sides on (B)(6) 2011 and developed breast implant illness with symptoms including chronic fatigue, cognitive dysfunction, muscle aches, joint pain; more symptoms: hair loss, dry itchy eyes, blood shot eyes, popping blood vessels in eyes, irregular heart rate, weight gain, shortness of breath, head pains, low libido, ringing in ears, eye sight diminishing, night sweats, muscle spasms, vertigo, dehydration, chronic sciatica pain for 2 years, liver dysfunction, constant cough, mood swings, depression, symptoms of auto immune diseases (all tests are negative), memory loss, can't find words when speaking, temperature intolerance, chronic inflammation, severe gas, diagnosed with tbs and gero. As a result, the patient will undergo explantation of devices on (B)(6) 2020. This report is for the patient¿s left-sided device.